Event description:
It was reported that the atrial lead had no capture and had been chronically dislodged. It was also reported that the ventricular lead exhibited some noise according to the physician and may have been fractured. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed outer insulation breached (clavicle-rib crush); the full lead was returned and analyzed. Blood/body fluid was in or on helix mechanism and sleeve head. No electrical anomalies were observed. (B)(4) no anomalies were found; the distal segment was returned for analysis. The proximal conductor was distorted, proximal conductor had blood or body fluid (not obstructed), outer insulation was melted, and there was apparent explant damage.